Event description:
Caller states that the inform meter and base have melted connector pins. Caller states that the meter would not power on, so she performed a soft and hard reset and docked the meter in the base. Within 10 seconds, she smelled a "burning smell" and the led on the base began to flash. Caller removed the meter from the base, and the connector pins on both the meter and base were burnt. Meter and base were docked dry. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform meter. Reference medwatch with (B)(6) for the inform base.